Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 9/1/99 at a retail vendor. Consumer developed some swelling at the ear piercing site and, and did not remove the earring until consumer sought medical treatment on 9/8/99 at a local hospital. The earring was removed and antibiotics were prescribed.